Manufacturer narrative:
A photograph of the instrument was provided by the customer and was reviewed by an isi quality improvement engineer (qie) who identified a broken conductor wire at the grip-crimp location. The conductor wire has noted to have been pulled out of the yaw pulley. This is likely not due to mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps instrument 420205-15 / n10181025-1025 associated with this event was attempted. Per logs, the instrument was not found, likely due to an incorrect product sequence number. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the fenestrated bipolar forceps arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. The image of the product provided by the customer showed damage to the conductor wire as well. Although there was no report of patient harm, injury or adverse outcome due to the event, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the fenestrated bipolar forceps instrument steel cable broke near the end of the surgery. There was no need to replace the instrument during the procedure, however, when applying energy after the rupture, it was possible to observe greater energy dissipation. The procedure was completed with the same instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Additional observation not reported by the customer was that the instrument was found have thermal damage of the bipolar yaw pulley. Black char marks were present at the yaw pulley. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induce. The known common cause of this failure is mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps instrument 420205-15 / n10181025-363 associated with this event has been performed. Per logs, the instrument was last used on 17-july-2020 on system rsh0199. The alleged event occurred on the 9th use of the instrument. This complaint remains reportable due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event. However, if the alleged malfunction were to recur, it could cause or contribute to an adverse event.